Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. However, the technical support assisted the customer remotely via phone. The transducers were calibrated and the ex valve and ex flow sensor were replaced. The vti (inhaled tidal volume) was set to 500 and the vte (end-tidal volume) reading was between 600-1000. The customer was advised to check the altitude setting and ex flow sensor pcb (printed circuit board). Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that they are having volume (dti 500 issues) issues in the vela ventilator. It is set at 500 and it is reading off. At this time, there is no information regarding patient involvement associated with the reported event.